Manufacturer narrative:
(B)(4) after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report by the doctor states "I had 2 recently (one last week (9-11) and one the week before) that both did the same thing. The first clip would deploy but I could feel resistance in the handle. After the 1st clip, it just jammed and would not work further. We did notice a small metal tab on the top of the applicator (where the clips are seated) that seemed to be popped out of place. The tech noticed this on the 2nd time but I do not know if that was the same case on the one the week before. Last time I had any issues, I was told to clear 3 (as they are loaded in groups of 3) and it should work again. This usually works, but it did not this time (I tried multiple times). I do not know that anything else needs to be done right know (other than what you are already doing). Overall, I am happy with the wreck applicator. I just thought it was odd that I had 2 in a row that did the same thing.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws. First, the partially loaded clip was manually removed, and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next clip. No clip fired on the third attempt. Another attempt was made and again, no clip fired but resistance was felt upon the trigger pull. The next clip was protruding from the channel and the following clip was out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. One of the clips in the channel had a broken hook due to the clip stacking. The proximal end of the feeder was also bent due to the clip stacking. The sample was received with 12 clips remaining including the partially loaded clip, indicating that 3 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with a clip partially loaded incorrectly into the jaws. Upon functional inspection, the clips were unable to consistently load into the jaws. On the fourth attempt, resistance was felt upon the trigger pull. The next clip was protruding from the channel and the following clip was out of position in the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. One of the clips in the channel had a broken hook due to the clip stacking. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
The report by the doctor states "I had 2 recently (one last week (9-11) and one the week before) that both did the same thing. The first clip would deploy but I could feel resistance in the handle. After the 1st clip, it just jammed and would not work further. We did notice a small metal tab on the top of the applicator (where the clips are seated) that seemed to be popped out of place. The tech noticed this on the 2nd time but I do not know if that was the same case on the one the week before. Last time I had any issues, I was told to clear 3 (as they are loaded in groups of 3) and it should work again. This usually works, but it did not this time (I tried multiple times). I do not know that anything else needs to be done right know (other than what you are already doing). Overall, I am happy with the weck applicator. I just thought it was odd that I had 2 in a row that did the same thing.